Event description:
It was reported that during a procedure of the distal circumflex artery, post predilatation with a 2.0 mm x 15 mm trek, the mini vision was advanced to the lesion but hung up on calcium in the vessel and could not be positioned. The stent delivery system (sds) was removed from the anatomy but the stent implant had dislodged at the calcium and remained in the vessel. A non-abbott snare device was used to retrieve and remove the stent without incident. There was no reported adverse patient effect. Another pre-dilatation was performed and a 2.0 mm x 23 mm mini vision was successfully deployed in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return of the rx mini vision stent delivery system (sds) may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported difficulty. It is likely that the stent interacted with the heavily calcified lesion during advancement, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulty. A review of the device lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent dislodgement for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.